Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient contacted her physician. There was a report that the patient developed a bump on her head after the fall, but there is no information to suggest that a serious injury was sustained. The patient remained in the lifevest. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt (B)(4) were completed. The monitor and electrode belt were fully functional, including monitor response button functionality. Review of the event concludes that the response buttons were not pressed, despite the patient reporting that she tried multiple times. The patient's arthritis likely inhibited her ability to press the response buttons. Device manufacture date: monitor; belt: 10/2007. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2012, a (B)(6) female patient reported that she was treated by the lifevest. She reported that she tried multiple times to press the buttons but the device was not responding. She reported she was conscious at the time of the shock and it knocked her down. On (B)(6) 2012, the territory manager provided additional information that when the patient fell, she hit her head and has a bump on it. The patient was also reported to have arthritis. Analysis of the event concludes that the patient experienced one inappropriate defibrillation. Double counting contributed to the false detection. The response buttons were not used during the event. The patient contacted her physician but there is no evidence that medical intervention was required.